Manufacturer narrative:
Corrected information was provided in e4. Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the product damage cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
This supplemental report is being filed to include the related report number (4700030000-2026-8002) in corresponding block h10. Our initial report erroneously listed this reference in section g2.

Manufacturer narrative:
Patient information is unknown. The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
MDR report #(B)(4) received from the FDA stating the following: "patient arrived at the micu (medical intensive care unit) from the cath lab with the distal end of the impella sheath exposed. The clear sheath that comes connected to the distal lock and covers/maintains sterility of the impella was not secure within the distal locking mechanism. The sheath is supposed to be directly connected to the distal locking device." No additional information has been received at this time.

Manufacturer narrative:
Section d4 catalog number was updated.